Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 46 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection revealed multiple abrasion marks along the lead body. In particular 10 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered as the root cause of the noise reported in the complaint text. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The abrasion marks indicate interaction with modified tissue in the area of the tricuspid valve. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to noise. Should additional information be received, this file will be updated.